Event description:
During product evaluation by a baxter (B)(4) technical service specialist, a colleague infusion pump was found with an inoperative keypad on channel a. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative keypad on channel a was confirmed during product evaluation. This condition was caused by fluid intrusion into the rear part of the keypad, causing damage to the keypad. The keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.